Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient did not feel any stimulation and they had tried using their patient programmer (pp) and ins recharger (insr). The patient stated the had already followed all of the instructions given to them, but it was still not working. The patient noted that according to the charger, it was like 90% full and they just got their device. They confirmed the pp showed the ¿low ins battery¿ warning screen. The patient stated that when they got the insr yesterday it looked like it was full and that is why they were confused. The patient stated they thought they were supposed to charge once every two weeks, three weeks, or a month. The patient reported that they were able to communicate with the insr, but they were getting empty coupling bars. The patient was instructed to reposition the antenna, but it did not resolve the issue. They received the ¿poor coupling¿ screen. The patient noted that there were bandages present. It was noted the patient just recently had the implant. The patient reported that they were in pain. The patient later reported that they met with someone who pushed the ¿on¿ button and their therapy started for a while, but now it was turned off again. The patient was frustrated that the therapy was not working. Product services (ps) had the patient attempt to start a normal recharge session during the call. The patient confirmed seeing the message indicating that the ins charge level was low. The patient then started a normal charge session. The patient at first was unable to obtain any coupling boxes, but was able to obtain six after turning the insr antenna polarity disc. Ps suggested that the patient continue to charge the ins as much as possible this evening. The patient confirmed they had a follow up appointment tomorrow. No further complications were reported. Follow up was conducted.